Event description:
It was reported that drill was overheating. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 54 (fifty-four) similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection could not be performed without destructive testing - this is an off-the-shelf part and it was returned to the OEM for evaluation. A functional evaluation was performed. A drill test was run and while it did spin at 80000 rpm, there was an abnormal noise. There was no smoking, but it became too hot to touch after a minute of the test. The noise and subsequent heating of the drill is consistent with a broken motor shaft driver in the drill. From previous reports we know that this is caused by excessive cutting forces, especially over time. Therefore, the root cause was established to be expected wear / tear. No containment or corrective actions are recommended at this time.